Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he had a had a poor result. There are concerns that the white-to-white measurement was taken incorrectly leading to the insertion of the wrong size lens. The client notes that white-white measurements should be taken prior to lens insertion and should be taken horizontally, not vertically additional information was requested and received that the lens was too big and had to be replaced. It was replaced in (B)(6) 2019 and he has also undergone a corneal graft. The report seems to be coming from a legal entity. The iol provided might be the first one implanted; assuming that the client/patient would rather give to his legal, details of the iol that caused the claim on the first place.